Manufacturer narrative:
Zyno medical is waiting for the arrival of the device.

Event description:
The user facility representative reported an over infusion issue to zyno medical on (B)(6) 2018: "the second week of may we were infusing soumedrol 1000 mg and set the pump for 1 hour but it infused over 30 mins. The following week we set the pump to infuse over 40 minutes but it infused over 26 mins. Both these meds can be infused faster so no harm was caused however we have other medications that cannot be infused faster or this can cause serious reactions. The serial number of this zyno pump is z-800f, # (B)(4)". The exact event dates were not provided by the representative. No patient injury or harm occurred for this case.

Manufacturer narrative:
The reported over infusion issue was not confirmed. The flow rate accuracy was tested to be -1.07%, which was within the (B)(4) specification. The device was tested to meet all specifications on 08/10/2018.

Event description:
This is the follow up report for the initially submitted MDR (3006575795-2018-00046).